Event description:
Medtronic received info that this bioprosthetic aortic valve was implanted in 2008 without complication. Intraoperative and postoperative echocardiograms appeared normal, demonstrating normal gradients and normal function. The pt was subsequently discharged. Approx 3 months later, the pt was re-admitted with symptoms of heart failure. An echo taken upon admission demonstrated peak gradients of 90mmhg and a mean gradient of 40mmhg. The valve leaflets appeared thickened and immobile. The pt reportedly expired around 3 a.m. The following morning. No autopsy was performed. A trans-esophageal echo was obtained prior to the pt's death, and has been returned to medtronic for eval.

Manufacturer narrative:
Conclusion = exact cause of event cannot be determined. Analysis: the device was not explanted, and will therefore not be returned for analysis. Review of the device history record shows that this product met manufacturing specifications when released for distribution. The tee was evaluated by an independent physician, who described hemodynamic evidence of severe bioprosthesis stenosis, with associated severe left ventricular systolic dysfunction of unk chronicity, tee demonstrates diffuse cusp thickening and decreased cusp excursion with associated mobile components. Occurring in the clinical setting very early after valve implantation, the differential diagnosis for these findings include bioprosthesis thrombosis vs infective endocarditis with valvular vegetations. Conclusion: unable to determine the exact cause for the reported event, as the product was not returned for analysis. However, reduced performance of the device likely attributed to thrombosis and/or endocarditis, both of which are identified in the IFU as possible adverse events associated with usage of bioprosthetic valves.